Manufacturer narrative:
(B)(4). Batch # r94m65. Investigation summary: the device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a gen11 and the device did activate during functional testing. The instrument was disassembled to inspect internal components and the closure indicator was broken and not making contact with the moving trigger. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. It is possible that the reported smoke was generated by the tissue pad being melted. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated, the blade not being properly attached to the hand piece or the solid tone emitted by the generator when the blade becomes damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused the broken clicker. A manufacturing record evaluation was performed for the finished device number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic unknown procedure, the tissue pad peeled off after an unexpected sound was heard from the device. Mist came out much than the surgeon expected. The blade tip was not broken off and no pieces fell into the patient. Gen11 was used. Another device was used to complete the case. There were no adverse consequences to the patient.